Manufacturer narrative:
The product was not available to be returned. Without the benefit of examination and testing, oasis medikal is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in this report, a follow-up report will be submitted.

Event description:
A 64 year old male patient, using the subject catheter about a year, 4 x a day due to enlarged bladder/ bladder atony without concerns using this product. At the end of (B)(6) 2023 for second time he noticed his catheters had a defect which he believes caused him a uti while using them. Patient claiming, in (B)(6) 2023 he noticed when he would activate the sterile water "big chunks" of the white coating (the hydrophilic coating)" floating around in the sleeve. He also saw that parts of the catheter were "more clear" than normal as well, like the coating was coming off in pieces after activation. He used the catheter and had no pain at all while using it but then shortly after that he got a uti and he thinks this defect is why. He had irritation, burning frequency urgency bladder cramping and had to go to md and did get urine testing and uti diagnosed. He did have an antibiotic prescribed which helped this symptom. He described the issue of the catheter to his md and his md told him not to use any with the concern. Prior to this he had used this catheter and never saw this occur after activation.